Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device evaluation has confirmed the reported issue. Evaluation found a b30 error, static, and no image due to faulty ccd (faulty camera chip). In addition, cut in cable was observed. Based on evaluation results, the reported issue was found to be due to faulty ccd attributed to component failure. A definitive root cause of faulty ccd cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for a therapeutic hysterectomy total laparoscopic, salpingectomy laparoscopic (bilateral), cystoscopy the camera head had no image, a b-30 error, and there was static. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for a therapeutic hysterectomy total laparoscopic, salpingectomy laparoscopic (bilateral), cystoscopy the camera head had no image, a b-30 error, and there was static. The procedure was completed using a similar device and there were no reports of patient harm.